Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a dampened waveform reading. On (B)(6) 2025 a right heart catheterization was performed to assess the sensor accuracy. The sensor was recalibrated and the baseline was lowered by 9.7 mmhg. A chest computed tomography angiography was formed which was negative for pulmonary embolism. The sensor waveforms remained dampened post recalibration.

Manufacturer narrative:
The site elected to implant a second sensor. A second sensor was found and implanted successfully on (B)(6) 2025. Calibration was successful and the patient will continue using the cardiomems system. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via the enterprise platform for integrated quality (epiq) using a search on the batch number. Conclusively, there are three additional complaint(s) related to the associated batch, and the reported issue.

Event description:
The patient had a second cardiomems sensor implanted. Readings were observed under the manufacturer's patient care network database.